Manufacturer narrative:
Upon completion of the investigation, it was noted that the blue coating is melted at the distal tips. Furthermore, the metal tips are slightly discolored. The forceps were reviewed by the r&d engineer and it was verified that the discolored condition of the tips and melted coating is consistent with the application of excessive heat. It is likely that excessive heat was applied to the instrument during use and caused the coating to melt. It is recommended that the instruction in the IFU be followed in order to prevent coating defects. There were no other anomalies noted on this instrument. This is the first complaint of this type for this product code and lot number. We will continue to monitor trends for this or similar complaints for this product code. At the present time the complaint is considered closed.

Event description:
The affiliate reported: isolation on forceps is damaged, "melted" during surgery, according to customer. Waiting for more information. Please note: currently date of event is unknown, so putting it as the same as awareness date, as the form do not let me leave it blank/unknown. Affiliate responded: was there a patient injury associated with this incident? No. Was the surgery delayed longer than 30 minutes? No.